Manufacturer narrative:
The investigation is in process.

Event description:
It was reported that a patient was undergoing a monarch bronchoscopy developed a pneumothorax and was verified via chest x-ray. The target was a rml lesion on the fissure. A chest tube placed, the patient was admitted overnight, and discharged on (B)(6) 2022. A medtronic arcpoint needle and monarch forceps (which were discarded) were used during this case. The physician reported that they don't believe the pneumothorax was caused by the monarch system, but rather by the location of the nodule in relation to the fissure. The case was completed successfully.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated b4,g3, g6, h2, h6, h10 scope is not available for investigation as it was reprocessed as per process and serial number is not available. The reported issue occurred on a device used for diagnosis and not treatment. There were no device malfunctions reported from the procedure. A device history record review was performed for the system 120115 and there were no non- conformances related to the pneumothorax reported in this case. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the labelling. No corrective action is required at this time. The reported event will continue to be monitored through regular complaint trend review.